Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Lvad pump, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Root cause: there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made, the reported patient compliance issues and admission with a sub-therapeutic inr is a factor that may have contributed to the events. The instructions for use warns to maintain anticoagulation within the recommended inr range of 2.0-3.0. This device is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Infection is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information patient compliance is a clinical factor that appears to have contributed to the event. There is no indication of any manufacturing or device performance issues related to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator at a us site that the patient called on sunday night to report that watts were higher than normal. The patient was instructed to go to the ed as soon as possible. Upon arrival to ed watts noted to be 7.5 watts, inr 1.5, ldh 600. It was also noted that upon assessment patient noted to have large mass under xyphoid. The patient was admitted to ICU and a pigtail catheter was placed with tpa administered to the pump. Log files were sent. The patient was taken to CT scan for chest scan and a 7 cm collection was noted under xyphoid. The abscess to be drained (B)(6). The patient was not a candidate for device exchange due to previous cva, extensive driveline infection, and compliance issues. After meetings were held with the family and palliative care on (B)(6) 2015 the patient was made "dnr/dni" (do not resuscitate/do not intubate) per his wishes. The decision was made to stop the lvad. Closure of the outflow graft was performed in the cath lab due to risk of further emboli. On (B)(6) 2015 a family meeting was held to determine the plan of care and on 7/11/15 the patient was discharged to home hospice on dobutamine 5mcg. Additional information reported that overnight, after the first tpa administration on (B)(6) 2014, flows/power began increasing again with an ldh of 600s. On (B)(6) 2015 catheter directed tpa was attempted again with no resolution. The family and palliative care services were consulted. On (B)(6) 2015 the power was up to 25 watts.